Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an extended infusion set falling off during use with blood noted at the abdominal site associated with tape not sticking due to sweating on (B)(6) 2026.